Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient's scs system was fully explanted and replaced to address the migration of the leads and flipping of the ipg. Therapy was restored post operatively.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:3006705815-2024-01164, 3006705815-2024-01166it was reported that the patient's ipg was no longer able to be charged. The patient noted the ipg had been difficult to charge due to its positioning/flipping at the pocket site. The patient's ipg was confirmed as inoperable. Additionally, the patient's leads were confirmed via x-ray to have migrated. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.